Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller d4: model#: 1420 / catalog#: 1420 / expiration date: 31-dec-2021 / serial#: (B)(6), UDI#: (B)(4), d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 01-dec-2020 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that review of log file data revealed multiple motor start events with parameters outside of the expected range which resulted in a ventricular assist device (vad) stop and failure to restart. It was noted that the controller exhibited an electrical fault alarm due to the extensive twisting of the driveline (dl), discoloration, multiple breaks in the outer sheath and visibility of wires. It was also noted that the patient purposely disconnected both power sources, and "reset the electrical fault alarm to make it stop beeping", and the controller exhibited an unexpected loss of power.  It was also reported that the vad exhibited low flow alarms, and during the splice repair, the vad stopped for approximately ten seconds.  The patient was given dobutamine drip. Of note the patient is not a candidate for transplant or vad exchange.  The vad remains in use and the controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
### A supplemental report is being submitted for additional information. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the controller was exchanged for a new controller with alternative software.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline cable associated with (B)(6) and one (1) controller (con414690) were not returned for evaluation. There was no evidence that (B)(6) had previously been serviced. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Visual evidence provided by the site, as well as on-site inspection of the driveline cable, revealed damage to the outer sheath, damage to the inner lumen with exposed wires, twisting of the driveline cable. Visual evidence provided by the site revealed discoloration on the outer sheath of the driveline cable as well as damage to the strain relief. A driveline splice repair procedure was performed to mitigate the reported driveline cable damage conditions. Log file analysis associated with con414690 revealed motor start events recorded on 15/feb/2023 at 12:51:21, on 18/feb/2023 at 03:37:35, at 03:37:53, and at 03:39:51, on 28/apr/2023 at 11:20:11, on 16/jun/2023 at 16:10:42, on 20/sep/2023 at 17:28:50, and on 21/sep/2023 at 16:59:22 in which the motor start parameters were atypical. Review of the alarm log file associated with con414690 revealed three (3) vad disconnect alarms were logged since 15/feb/2023, the first two indicating a physical disconnection of the driveline from the controller. A third vad stopped alarm was logged on 18/feb/2023 at 03:39:07 due to the pump failing to restart after several attempts. Two (2) low flow alarms were logged on 16/sep/2023 and on 18/sep/2023. Four (4) electrical fault alarms logged since 20/sep/2023 due to an overcurrent condition in the rear stator resulting in the pump running on a single stator. This likely triggered the subsequent high watts alarm followed by a vad disconnect alarm. Of note, one (1) electrical fault alarm, the high watt alarm, and one (1) vad disconnect alarm were logged with incorrect dates/times. Log file analysis also revealed power consumption above the normal operating range starting on 20/sep/2023 due to the increased power consumption required to run on a single stator. Review of the event log file associated with con414690 revealed several controller power up events logged since 15/feb/2023. Review of the event log file also revealed several reactivation events due to an overcurrent condition in the rear stator resulting in the pump running on a single stator logged since 20/sep/2023 within the analyzed period. In addition, review of the event log file revealed that the controller was programmed with incorrect dates/times. The date/time on the controller was manually set as 11/aug/2010 at 16:13:47, followed by several additional incorrect date/time changes. The date/time was then updated to 26/sep/2023 at 11:39:27 and was programmed with the patient¿s parameters, after which there were no anomalies regarding the date/time displayed by the controller. Log file analysis associated with con417842 revealed motor start events recorded on 11/dec/2022 at 08:41:47 in which the motor start parameters were atypical. Log file analysis also revealed power consumption above the normal operating range starting on 23/may/2023. This is an additional finding not related to the reported events. Based on risk documentation, multiple factors may have contributed to this high power event including but not limited to external factors such as thrombus formation/ingestion, patient related factors, and/or inappropriate pump rotational speed. Log file analysis associated with con419489 revealed motor start events recorded with an incorrect date/time in which the motor start parameters were atypical. Log file analysis also revealed an electrical fault alarm and reactivation events logged with incorrect dates/times due to an open phase in the front stator, resulting in single stator operation. One hundred (100) low flow alarms were logged since 17/jan/2024. This is an additional finding not related to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. In addition, a controller power up event was logged with the incorrect date/time which likely occurred during the programming of the controller and two (2) vad disconnect alarms logged with incorrect dates/times indicating a physical disconnection of the driveline from the cont roller. Review of the event log file revealed that the controller was programmed with incorrect dates/times. The date/time on the controller was manually set as 11/aug/2010 at 21:28:47, followed by several additional incorrect date/time changes. The date/time was then updated to 26/sep/2023 at 11:37:49 and was programmed with the patient¿s parameters, after which there were no anomalies regarding the date/time displayed by the controller. Con419489 was loaded with a software containing an unapproved pump start algorithm. Log file analysis associated with con312043 revealed motor start events recorded on 10/oct/2021 at 17:07:00 and 08/nov/2022 at 17:45:00. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on historical review of similar events, the most likely root cause of the reported driveline sheath damage and reported discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. A possible root cause of the reported inner lumen damage may be attributed to handling of the device and/or wear over time without the outer sheath present. The most likely root cause of the reported twisting of the driveline cable and the observed driveline strain relief repair damage may be attributed, but not limited, to factors such as normal wear over time and/or improper handling. The most likely root cause of the electrical fault alarms, high watt alarm involving con414690, reactivations, and overcurrent condition events can be attributed to the damage to the driveline cable wires; several wires may have come in contact with each other, which would trigger electrical faults due to a short circuit. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Possible root causes of the losses of power event can be attributed to the programming of the contro ller, a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the reported vad stopped alarm event can be attributed to failure of the pump to restart after several attempts. (B)(6) was not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Additional products: con414690 h3: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.